Event description:
An implantable cardiac defibrillator (ICD) system was returned from a hospital lab supervisor with no information. Information identified in the manufacture's data base indicated the patient died approximately ten months post implant of the device system approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.